Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was provided that indicated the patient was undergoing a revision procedure for a system upgrade two months after the rv lead was repositioned. During the procedure, it was noticed the rv lead had dislodged and was in an arterial location. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to lead dislodgement. No additional adverse patient effects were reported.